Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to a defective/faulty s socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and ¿ the no image not displayed¿ was not reproduced as an image displayed during testing , however, there were grains in the image due to a defective scope socket. Additional findings include the following: corrosion was found on the flat cable / the chassis / the circuit board / the top cover / the back panel / and the connector, and a crack was found on the power switch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was checked and found a flicker / noise coming in the image, the image was not displayed with the 190 series scope. The issue was found during preparation for use, the intended diagnostic colonoscopy was completed with a similar device, and without delay. There were no reports of patient harm.